Event description:
The complaint is reported as: the blades are extremely difficult to remove from the handles and at times difficulty in getting blades to attach.

Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.